Event description:
Cord to charge [oral-b toothbrush] is burnt out¿melted [device catching fire] . Case narrative: the consumer stated over the phone that the plug used to charge the oral-b toothbrush was inserted into the box, and the cord burned out. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.